Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the valve arm way be severed. If this falls, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Patient code: 2519.

Event description:
It was reported that the catheter was ribbed on the tip, making it difficult to completely insert. The patient also experienced some self-limited bleeding during the removal of the catheter, and was treated with an antibiotic for a uti (urinary tract infection).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was ribbed on the tip, making it difficult to completely insert. The patient also experienced some self-limited bleeding during the removal of the catheter, and was treated with an antibiotic for a uti (urinary tract infection).